Event description:
It was reported that, the device would not operate on ac power. No patient was involved with the device.

Manufacturer narrative:
Initial evaluation of the device confirmed the reported problem. Subsequent, investigation will determine the cause of the problem.